Event description:
It was reported that the customer was attempting to change a cartridge, but the pump screen became frozen on the "preparing for fill, 100% message. The customer's blood glucose level was impacted (366 mg/dl). The customer stated that they would take a manual injection and indicated that they had alternate insulin therapy available to manage blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.